Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded. No further information could be obtained despite good faith efforts.